Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the articular surface were reviewed and no deviations or anomalies were identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot of the articular surface. The medical notes and primary surgical notes state that the patient underwent tka to treat end-stage osteoarthritis of the right knee, which also presented valgus deformity with compartment wear laterally. The patient is large with a bmi of 36. The bones were cut, the osteophytes were resected, and the posterior capsule was released. The trial components were implanted and the knee was felt to be quite stable with full extension and flexion, and midline patella tracking. The flexion-extension balance gap was felt to be good. The trial components were removed, the final preparation of the tibia completed, and the bones were irrigated. The final components were cemented in place with a trial liner, all excess cement was removed. Once the cement had hardened the trial liner was replaced with the final poly spacer. No complications were noted. The revision surgical notes state that the patient underwent revision about 2 years post implantation for global instability in flexion and extension. Intra-operatively, there was no evidence of gross infection, component malposition or loosening. Per the package insert of the articular surface, joint instability is a known potential adverse effect of this tka procedure. The insert also states complications and/or failure of total knee prostheses are more likely to occur in heavy patients. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Product identification labels have not been provided so it is unknown what devices have been implanted. Doctor's records, surgical procedure reports, discharge instructions, follow-up notes and physical therapy notes have not been provided so it is unclear if there were any operative problems. X-rays or other medical images of the procedure have not been provided that can give indications of proper alignment of the implants. A definitive root cause cannot be determined with the information provided. Device history records, product history review for the product/lot combination for the components, and product compatibility could not be reviewed due to the absence of device information.

Event description:
It is reported that the patient is experiencing loosening, instability, and falling.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to instability.